Manufacturer narrative:
Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure had blood leakage out of the top and sides of the tube. No serious injury or medical intervention reported.